Event description:
Reportedly, on (B)(6) 2025, the transmitter display "technical problem".

Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Manufacturer narrative:
Analysis of the event logs did not permit to reveal any findings explaining the reported behavior. Since the subject device was not returned for analysis, no additional investigation could be performed. The most probable hypothesis is that a hardware issue caused the reported event. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 30-december-2025, the transmitter display "technical problem".